Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 2.25 years of service. The device will be replaced in the near future. The field has alleged that this device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.